Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 29 mm epic valve was implanted approximately 3-4 years ago. On (B)(6) 2016, the valve was explanted and replaced with a 29 mm sjm masters series mechanical heart valve due to mitral valve stenosis secondary to calcification/structural valve deterioration. The patient is reported to be stable.